Manufacturer narrative:
The suspect product is the softclix plus lancet.

Event description:
Reporter alleged the lancet needle from the softclix plus lancet device system used in finger-stick blood glucose testing did not retract after use. The location of the testing was not provided. As a result, no actions or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent. Softclix plus lancet system: catalog # 04628349001.